Event description:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that patients experienced eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache. No specific medical intervention was mentioned. The customer¿s legal representative informed the manufacturer about this. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.